Manufacturer narrative:
The involved precisor exl coated disposable biopsy forceps was discarded by the end-user facility and therefore will not be returned to conmed USA for evaluation. The investigation is in progress and a follow-up and final report will be filed upon its completion. Device discarded by end-user.

Event description:
The customer reported that during use of the precisor exl coated disposable biopsy forceps in a gastroscopy procedure on (B)(6) 2014, the biopsy forceps was allegedly not closing properly and this caused an issue during the procedure, in that the forceps reportedly "took a more sizeable bite of the tissue than intended and ripped the tissue". This left a sizeable tear in the lining of the esophagus and required the use of the two (2) endo clips to stop the bleeding and seal the tear. As reported, the procedure was otherwise completed with no further complications or adverse effects reported. Further follow-up with the user facility indicated that the patient was stable during and after the procedure and suffered no ill effects from the reported incident.

Manufacturer narrative:
As reported, the involved precisor exl coated disposable biopsy forceps was discarded by the end-user facility. Without the involved device, an investigation to verify and/or to determine the root cause of the alleged "not closing properly and took a more sizeable bite of the tissue" could not be performed. However, two (2) unused lot samples of the devices were returned to conmed corporation for evaluation. A thorough evaluation and visual examination of the returned unused lot samples was unable to verify the alleged problem, as there were no defects noted and both unit performed to specification and as expected. Both instruments were inspected by the quality engineer and visual inspection found the jaws of each of the device samples appear sharp with good margins and no gaps in its alignment. Both devices from the lot samples functioned as expected with a very smooth movement and good alignment of the jaws when opening and closing the devices. In this case, the exact cause of this reported problem was unable to be determined. However, tissue tearing with this device can be the result of dull or misaligned jaws. Another possible cause of tissue tearing can be an insufficient closing of the device jaws due to a bent or constricted drive wire caused by forceful insertion of the instrument and/or caused by over-angulation of the endoscope during the procedure. Based on available information, it is believed that the probable cause of this reported incident was most likely user related. These devices were manufactured on 21-mar-2014. Of the lot containing (B)(4) units, there were no other similar complaints received. A review of the DHR found there were no issues or abnormalities noted during the manufacturing process that could have caused or contributed to the reported problem. In addition, a 2-year review of the device complaint history shows other than this alleged incident, there have been no similar complaints or adverse events reported related to the reported "tearing or ripping of tissue". The precisor exl coated disposable biopsy forceps are indicated for endoscopic histological sampling of various tissue sites within the gastrointestinal and bronchial tracts via the operating channel of endoscopic instruments. To ensure proper function of the precisor exl coated disposable biopsy forceps and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: do not force the forceps if they do not pass smoothly through the endoscope, as this may damage both the forceps and the instrument channel of the endoscope. Do not apply excessive force when opening and closing the forceps. Advance forceps slowly. To help prevent injury or perforation, always view through the endoscope when advancing the forceps. When biopsying in areas of the gi tract where tissue walls are thin, as in the colon, it is important not to force the precisor exl forceps jaws into the wall. Excessive pressure may result in perforation. To prevent inadvertent damage to internal organs and body structure, take biopsy samples under direct visualization. Hemorrhage from inadvertent damage of organs and vessels may result from the use of this device. Therefore, the physician is advised to pay close attention to the general principles of proper hemostasis during the procedure, as well as to inspect the biopsy area prior to conclusion of the procedure. Adverse reactions associated with the use of biopsy forceps include acute and delayed hemorrhage, bowel perforation, localized or systemic infections and other risks associated with the methods and medications utilized in surgical procedures.